Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing defib shock testing using a known good test battery without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed no charge event prior to the low battery and shutdown warning. There is no indication in the log that showed that the device would not charge or shock prior to the occurrence of low battery and shutdown warning. The investigation concluded that the shock function is working as expected. Therefore, our investigation for this reported malfunction was unsubstantiated. No trend is associated with reports of this type.